Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggested that the device was defective, but rather a procedure related event. Related mdrs for this event: 2029214-2019-00447 2029214-2019-00448. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the apollo catheter was noted to have ruptured and onyx was leaking. The apollo and onyx 18 were reported to have been prepared and used per instructions for use (IFU). During injection, it was noticed that onyx material was coming out 3-4cm below catheter tip. Therefore, the case was stopped. The catheter was successfully removed in tack. The rupture was in the middle of the catheter. A new catheter was inserted, and the embolization was continued and finished successfully. The anatomy was reported to have been moderate in tortuosity. There were no reports of patient injury in association with this event.